Event description:
Procedure: thoracic scoliosis correction on (B)(6). The distal tip of the expedium di intermediate castle tightener was fractured during use. Used a same like product to complete the procedure. All broken pieces were retried from the surgical site and were accounted for. There was a delay of 1 minute. No ae to the patient. The broken pieces were discarded by the customer. No further information available.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium di intermediate castle tightener was returned for evaluation. Visual inspection revealed that two of the castle nut tabs were fractured. The device was then sent to the lab for fracture analysis. Optical images found evidence of rough and plastically deformed material that extends across the entire fractured surfaces suggesting that the tabs underwent a static failure. Additionally, this analysis found no material defects or other abnormalities. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the expedium di intermediate tightener was conducted on the specific code from the complaint as there is no device family for this instrument. This analysis found no emerging trends. The root cause of the castle nut tabs becoming fractured cannot positively be determined. However, the optical images indicate that the fractured surfaces of each tab exhibit rough and plastically deformed material that extends across the entire surface suggesting the tabs underwent a static failure. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of this instrument and no systemic trend. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.